Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt's hearing development has stopped and gone backwards. Parents and speech therapist have noticed that the pt cannot hear as well as earlier (also tests results show a speech understanding decrease). Hearing fluctuates, sometimes she can hear rather well, and sometimes she can't understand speech. According to the pt, sometimes she cannot hear at all. Testing has not shown any malfunction, the implant is working within its specific range. Revision is planned due to the pt's speech therapist, parents and the pt's observations.